Event description:
Routine laparoscopic left salpingo-oophorectomy was performed on 10/24/95. No complications noted at surgery. On 10/29/95 pt began having epigastric pain. Pt seen by rptr on 10/31/95 and admitted to hosp. Subsequently developed small bowel obstruction and required exploratory laparotomy. At time of 2nd operation md found open staple that was used at left salpingo-oophorectomy on 10/24/95. It was embedded in cecum and also through small bowel. Caused small bowel obstruction.